Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue reported by the customer could not be duplicated or verified. However, a different symptom was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the pump is no longer responsive. Customer had low blood glucose levels (75 mg/dl). Customer consumed glucose pills to stabilize blood glucose levels. It was indicated that the customer has back up manual injections for continued insulin therapy.

Event description:
It was reported that the pump was dropped and the pump is no longer responsive. Customer's blood glucose level was 75 mg/dl. Customer consumed glucose pills to address blood glucose levels. It was indicated that the customer has back up manual injections for continued insulin therapy.